Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type mobile platform. Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that ever since they had the pump/for about a year, the ptm (personal therapy manager) would slow down the closer it got to their refill date, and it happened between every refill. A replacement handset was requested from the repair department because the closer the patient got to the refill date the slower the connection was, and it would take a long time for the ptm to deliver bolus. No patient injury reported. Information was received from a patient receiving intrathecal dilaudid and fentanyl via an implantable pump for spinal pain. The patient stated that once they got filled up, everything was lightning fast, the longer it goes on, the slower it gets. The patient stated they were currently 10-12 days away and it took almost 3 minutes to do a bolus. The patient later stated since they've had this new stuff, just in the last 3 months. The patient later stated it had been going on since they got the new pump, which the patient stated was a little over a year ago then stated was a year to a year and a half ago. When the agent inquired notify date, the patient stated when it first started, 10 weeks ago, when it started slowing down, it been doing this all along, the patient finally got fed up with it and they were still fed up with it. The patient later mentioned calling a medtronic rep first when this started. When the agent inquired about any falls/trauma since pump implant last year, the patient stated well yes, before they had all this (pump), then stated well no, it was right after they got this, they had brain surgery but confirmed they had not fallen down. The agent assisted the patient in connecting to their pump and the patient started a timer when they started connecting and stopped it as soon as the connection finished. The patient then stated it was taking almost 3 minutes to connect to the pump to bolus, which was much longer than it used to take with their old pump (confirmed patient stated 8835 ptm was much faster due to only having to press 2 buttons). The patient stated it had taken them 1 minute 30 seconds to connect from 90% to 100%. The agent reviewed replacement would not resolve the issue and redirected the patient to their healthcare provider to further discuss. The agent agreed to send replacement communicator but the patient stated they would only accept both handset and communicator replacements and disconnected the call. The patient called back reporting a 90% lag and that he was demanding to have the handset and communicator replaced. The agent reviewed the 90% lag and reviewed a replacement would not resolve the reported issue of lag time at 90%.